Manufacturer narrative:
(B)(4). The device was returned to baxter product analysis lab (pal) for evaluation. The device passed the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements. Internal and external visual inspections performed revealed no problems. A review of the device logs revealed no device anomalies. Review of the service history records and device history records revealed no issues that may have caused or contributed to the patient passing away. No issues were confirmed and no assignable cause was determined.

Event description:
The patient's caregiver contacted baxter's technical service center to report the home patient (hp) expired and requested pickup of the device. The caregiver (cg) stated she took the hp back to (B)(6). The tsr asked if the hp was connected to the homechoice machine (hc) at the time of death. The cg stated the patient was not on peritoneal dialysis (pd) therapy when he expired. (B)(4) spoke with the facility nurse on (B)(6) 2011: on an unknown date the patient's wife discontinued pd therapy as the patient was placed into hospice. The nurse confirmed the date of death was (B)(6) 2011. The cause of death is unknown. The nurse reported it is unlikely that additional information will be available. The nurse reported that the cause of death was unrelated to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The homechoice device is to be returned to baxter for evaluation. Should additional information become available a follow-up will be submitted.